Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. Approximately 1 year and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2015. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 2643605 02-010-01-0220 - logic femoral ps cem left sz 2 2515044 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 2902367 200-02-32 - three peg patella 32mm pending investigation

Manufacturer narrative:
The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information/reason not reported. These devices are used for treatment not diagnosis.

Manufacturer narrative:
The following sections have corrected/additional information: (a3) gender. (B5) describe event or problem. (H6) health effect clinical code, medical device problem code.

Event description:
As reported via legal documentation the patient had a left knee replacement approximately 1 year and 2 months after the initial procedure. Patient expereinced a failed left knee arthroplasty with pain and discomfort, unresponsive to nonoperative treatment. She has ligament instability and lateral patella tracking of the patella. It was noted there was significant hyperextension deformity as expected and marked laxity of the joint in both the extended and mid flexion position. Extensive debridement was done. The insert was removed and additional posterior releases were done. A 13mm psc insert was placed and we had much better stability and alignment in both extension and flexed position, but the patella was still significantly tracking laterally. Extensive release was done all the way down to the patella and in the suprapatellar pouch. Patient still had significant patella baja and lateral tracking. Therefore it was elected to remove the patella. Then surgeon took a 29 mm all poly patella drilling a hole superiorly to provide a higher level of the patella and this was drilled into position with a single peg. Trial reduction showed improvement, but still patella baja and still wanting to bend laterally. Ath this point, reconstruction of the quad tendon was done using a pants-over-vest technique with a vmo advancement technique to sew it over on top of the patella and securely recreate a tracking mechanism. This provided much better stability and we had 95 degrees of motion with excellent tracking of the patella. No other issues or complications were reported. The patient tolerated the procedure well and was taken to recovery room in good condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected in alphabetical order]. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar maltracking or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.